Manufacturer narrative:
The product catalog and lot number of the device involved in this event were not made available. As a result, a review of the quality and manufacturing records for the involved product lot could not be carried out. The patient did not provide contact information for the involved physicians. Therefore, additional patient information regarding their clinical course could not be received. Finally, the involved device was not available for evaluation. Hence, no investigation into this occurrence could be performed. If additional information is received in the future, this file will be re-opened for assessment/ investigation and updated accordingly.

Event description:
Feedback received from patient via medwatch report (mw5088738). According to the information received, the subject received a cartiva implant on their right mtp on (B)(6) 2019 following a diagnosis of osteoarthritis. The patient underwent physical therapy postoperatively, but continued to experience continued pain in the area. Following, the patient visited with another surgeon to get a second opinion on their condition, and electromagnetic images exhibited signs of implant subsidence. The implant was removed and replaced with an integra silicone toe replacement system on (B)(6) 2019. The patient's contact information, product catalog and lot numbers, contact information for the surgeons, nor additional details regarding this event were made available.